Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged an hour after implant. The ra lead was revised and dislodged again. It was noted that the patient had been using a full range of motion and was advised to wear a sling. The ra lead was repositioned, for a second time and remains in use. No patient complications have been reported as a result of this event.